Event description:
It was reported that high capture threshold and decrease in sensing were observed. The lead was repositioned and patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.